Event description:
The pump was programmed to run at 44.2cc over 24 hours. The bag, labeled 1060cc, was empty at 19 hours and read 870cc infused.

Manufacturer narrative:
The pump has not been returned to b. Braun medical. The user facility performed testing on the complaint pump (B)(4) and another pumps for comparison. Both pumps were programmed at a rate of 44.2 ml/hr, and volume to be delivered of 1060.8 ml (specification tolerance 1007.76 to 1113.84 ml). Both pumps were started on (B)(6) 2009, at 3:30 pm and stopped on (B)(6) 2009, at 3:30 pm. Pump 1, (B)(4) (involved in the complaint) delivered 1043.9 ml, pump 2 (B)(4) delivered 1054.9 ml. The results for both pumps were within specifications. No problems were found during testing. At this time, the user facility does not plan to return the pump.